Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism.

Event description:
It was reported that during implant, the lead insulation appeared to be damaged by the safe sheath while manipulating the lead in and out. The lead was not implanted and was replaced with a new lead. No patient complications have been reported as a result of this event.